Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced blurred vision. The clinical reason was reported to be mechanical complication. The iol was replaced with other company lens approximately three months after initial procedure. There was no patient harm.

Manufacturer narrative:
The lens was returned inside a plastic specimen cup with a screw top lid. Solution was dried on the lens. The lens was cleaned with klrp to evaluate. No damage was observed to the lens. Power and resolution were verified by an engineering technician. The lens met specification for power and resolution. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. The root cause cannot be determined for the reported complaint of blurred vision. The lens was returned and no damage was observed. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens was verified by an engineering technician. The lens met specification for power and resolution for a company 24.5 diopter (add power +2.2/+3.2 diopter) lens. Information was provided that indicated the company 24.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non- company extended depth of focus 26.0 diopter lens. This information may suggest that the replacement lens model and higher diopter was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).